Event description:
It was reported that the 2800 system x-ray tube arm would not lock. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lock was adjusted during the service call. The system was tested and found to be working as intended and put back into service.